Event description:
It was reported a pump flip was confirmed via x-rays. It was noted a revision and refill were planned, but the action was not taken yet. It was further reported a refill could not be completed by the nursing staff and the x-ray determined that the catheter connection was wrongly in the counterclockwise direction. It was noted the patient had 2 milliliters (ml) left in the reservoir and the alarm date was 2014-07-03. It was also reported a consultation for a revision was underway. The patient¿s status at the time of this report was ¿alive-no injury¿ and patient symptoms were not reported. The pump was being used to deliver baclofen. Additional information received reported the patient showed up for a refill on 2014-(B)(6) and the pump was flipped. It was noted they were unable to flip the pump back manually or fill the pump. It was further reported the patient was scheduled for a revision on 2014-(B)(6), but that did not happen and the patient was scheduled for a pocket revision 2014-(B)(6). At 4pm. The pump was due to run out of medication around this time. It was also reported the patient was admitted to the hospital and was under observation. Additional information received reported the doctor opened the pocket and the pump was flipped as expected. He removed it from the pocket, tied the four suture loops and refilled the pump. It was noted it was discovered to be flipped when attempting a refill the week before and interrogation showed 40.3 ml delivered and was alarming. It was reported the patient had underdose symptoms and he was starting to feel withdraw symptoms and was treated with oral baclofen. The pump was being used to deliver lioresal. It was also reported the patient was doing fine at this time. Additional information received reported the patient was receiving 40mcg/day of oral baclofen and the cause of the flipped pump was unknown. The patient was doing fine and receiving effective therapy.

Event description:
The patient experienced lower extremity spasms. The cause of the flipped pump was possibly due to excessive physical movement during exercise. The pump position was corrected twice by surgery: (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).